Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) was not inflating fully due fluid loss in the system. The ipp was explanted. No patient complications reported.